Event description:
Dealer said the head was intermittent. Ge said he swapped the head and foot and then back again. When he then gave it a head command the foot worked. He then said all the actuators worked a little. He did this himself. I say try a pendant and junction box because of the head command causing the foot to operate. (B)(4).